Manufacturer narrative:
Evaluation: product was not returned to the manufacturer. Product was not returned for evaluation. No conclusion can be drawn.

Event description:
Customer stated he used product today for about 6 hours. It was used on left arm. He stated when he removed product, it was itchy, red, and his hand was swollen. He has not applied anything for treatment. He stopped wearing item 1 1/2 hour ago and redness is going down. Customer called in. He stated he did go see a dermatologist at his pre-scheduled appointment. Dermatologist stated customer was allergic to latex. He prescribed triamcinolone. Customer stated area has gotten better. He did return brace to place of purchase and received refund.